Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-06751. Related manufacturer reference number: 3006705815-2023-06752. It was reported that the patient had an infection at the lead site and taking antibiotics did not clear the infection and wound dehiscence. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue. Investigation determined that further updates will not be received regarding the status of the infection.